Manufacturer narrative:
Continuation of d10:this is a system report. The section d information is for the primary device, which was in use with the following: brand name: valiant captivia, product ID; unknown; serial: unknown. Koumarelas, k.-e., dabravolskaite, v., schönhoff, f. And makaloski, v. (2026) multistaged aortic repair for a 14-year-old girl with loeys-dietz syndrome. Journal of vascular surgery cases, innovations and techniques, 12(3), 102171. Https://doi.org/10.1016/j.jvscit.2026.102171 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding multistaged aortic repair for a pediatric patient with loeys-dietz syndrome type 2, focusing on the clinical course, surgical management, and outcomes of combined open and endovascular aortic interventions. The time frame of this study was approximately 10 years, beginning with an aortic root replacement at age 5 and extending through multiple staged repairs up to age 14. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant captivia x2 stent grafts. The medtronic valiant captivia thoracic stent grafts were implanted to extend a previously placed thoracic endograft after the patient developed a distal stent-induced new entry (d-sine) with progression of descending thoracic aortic dissection and left kidney malperfusion. It was reported one month after valiant captivia implantation, follow-up cta demonstrated continued growth of the dissected descending thoracic aorta, reaching 53 mm in diameter. Imaging revealed retrograde false lumen perfusion at the distal end of the stent graft, consistent with a type ib endoleak. An open aortic repair of the thoracoabdominal aorta (crawford type iii procedure) was completed. Six months follow up cta demonstrated a completely excluded aortic aneurysm with patent supra-aortic and renovisceral arteries. No further information was provided pertaining to medtronic products.